Event description:
Information was received that the device was checked in surgery for the patient and it was reported "it was just a good connection to do between the lead and neurostimulator" taken to mean the pin was likely reinserted and resolved the high impedance. No additional relevant information has been received to date.

Manufacturer narrative:
A2, corrected data: supplemental report 1 inadvertently did not update patient age and date of birth. B6, corrected data: initial report inadvertently omitted that high impedance was also seen on (B)(6) 2020. H4, corrected data: initial report inadvertently noted manufacturing date to be na rather than ni; however, this has not been updated in this report as the suspect device was changed to the generator in supplemental report 1 and was updated to the correct date at the time supplemental report 1 was submitted.

Manufacturer narrative:
G2 report source, corrected data: supplemental report 2 inadvertently omitted selecting foreign as report source.

Event description:
It was reported that a patient who underwent a vns replacement surgery within the last month has high impedance. The impedance was checked with a system diagnostic test day of surgery and day after surgery and was still high. No attempts for troubleshooting were reported. The device was checked again at a later date and showed the same high value, and therapy is not being delivered. It was also stated the patient's "epileptic crisis came back". No surgical intervention has been reported to date. No additional relevant information has been received to date.